Event description:
It was reported the patient received inappropriate therapies, due to oversensing and apparent fracture. High impedance, greater than 3000 ohms, was also reported. The lead was found to be "wadded up in the pocket" at replacement. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient received inappropriate therapies, due to oversensing and apparent fracture. High impedance, greater than 3000 ohms, was also reported. The lead was found to be "wadded up in the pocket" at replacement. No further patient complications were reported as a result of this event. Attorney later alleges "on or about (B) (6) 2008, (pt) experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective sprint fidelis lead, model 6949" and as a result of the lead, "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; partial lead in segments returned and analyzed. It was reported the patient received inappropriate therapies, due to oversensing and apparent fracture. High impedance, greater than 3000 ohms, was also reported. The lead was found to be "wadded up in the pocket" at replacement. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed; mechanical tests performed. Visual examination: lead conductor, component/subassembly failure. Device was out of specification in a manner that relates to event, impedance, high, lead(s), fracture of, oversensing, shock, inappropriate.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B) (4) distal conductor fractured; partial lead in segments returned and analyzed.